Event description:
Customer reported a past low blood glucose event with a recorded level of 45 mg/dl. Cause was not known. After experiencing the low, glucose tablets were consumed as a corrective action. Technical support advised the customer to consult with their healthcare provider to investigate potential factors affecting blood glucose levels, which the customer acknowledged and understood.